Event description:
Approximately five and a half months after the implantation, the patient reported a slight increase in his vad power consumption without alarms when he was at his outpatient clinic visit. He was reported to be asymptomatic at this time. On admission, the patient's power consumption was noted to have increased again. The patient's aspirin was increased to 225mg and he was started on intravenous heparin. By the next day, the vad power consumption had again risen. The patient's treating physician decided to forgo pump exchange because of the patient's recent stroke event. The patient's options were discussed with him and a decision made to treat with tpa. During the administration of the tpa, the patient is reported to have suffered an intracranial hemorrhage and expired. No autopsy was performed and the pump was not explanted post-mortem.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombus, stroke and death, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Review of the manufacturing documentation confirmed that hvad® pump, hw20030 met all requirements for release. Controller log files could not be reviewed for this complaint. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power are most often attributed to thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause of the reported event cannot be conclusively determined. Clinical factors that may have contributed to the reported event include the patient's recent stroke event. With review of the available clinical information and as device testing was not possible, there is no definitive evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.